Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was analyzed and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site were also identified: the endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located zone a 1/3 near integrated connector of the endoscope cable. The endoscope was also found with damage to the butt pack assembly. Visual inspection confirmed hairline cracks on illuminating button of the button pack assembly. In addition, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the connector exhibited discoloration. Visual inspection confirmed discoloration of housing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope kept losing orientation. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting losing orientation, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. But analysis is still in progress. Follow-up MDR will be submitted with analysis findings.